Manufacturer narrative:
Additional information has been provided in h.3., and h.11. The product was not returned. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint of iol smudging after shower. The product has not been received to evaluate. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the consumer reported the lens was implanted in 2017, and later the patient received shots in eyes for two years. The reason for the shots was not provided. No further information has been provided at this time. Due diligence has been performed in an attempt to obtain further information on this event. The consumer has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A consumer reported that after cataract surgery and implantation of intraocular lens in 2017, he was treated for his eyes for several months. He received shots in his eyes for 2 years. But at present, after taking shower his iols are smudging. Attempts have been made to obtain additional information by phone, no new information was obtained. There are two medical device reports associated with this patient. This report is associated with the right eye.